Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone separated from the jaws. It did not fully detach and was hanging off the end of the device. The power was set to 3. A new device was used to complete the procedure. There was no delay nor any additional incisions. There was no patient harm.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000424333 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.